Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 24, 2015 to august 25, 2015. The device was returned for evaluation. Visual inspection revealed that the housing was dented. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was crushed. There was no patient involvement. No additional information is available.